Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain the device's diagnostic report (drpt), clarification on the customer institution phone number, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a cooling fan speed alarm at startup. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer repeated the occurrence of the alarm and then verified with the remote service engineer (rse) that the pneumatics screen showed an rpm of zero while the fan was observed to be operational and running. The rse recommended that the customer replace the power management (pm) printed circuit board assembly (pcba) to resolve the issue and provided the information to order the part. This investigation is ongoing.